Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead did exhibit noise and loss of capture. Troubleshooting identified that this rv lead had indeed dislodged.

Manufacturer narrative:
This lead was successfully repositioned and remains in service. No further information is expected at this time.